Manufacturer narrative:
Device had partial display due to cracked lcd controller. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to partial display lcd. Blank display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the screen of insulin pump was white and was not visible. Customer's blood glucose level was unknown at the time of the incident. The device will be returned for analysis.